Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and was unresponsive to new battery. Also there was crack on the screen that kept customer from seeing what was there on display and the backlight was dimmed. Insulin pump had diminished battery life and rewind would take longer time and was louder. No harm requiring medical intervention was reported. The device will not be returned for analysis.